Event description:
Anesthesiologist was prepping patient for aortic root replacement and was placing an external lumbar drain and monitor drain. While maneuvering the lower portion of the catheter, it was said to have "shredded" in the lumbar space, separating from the main catheter.